Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr xl. Left. Reason(s) for revision: pain. Update added loosening (stem) and elevated cocr levels as reasons for revision. Additional reasons for revision have now made this complaint need further investigation so is no longer closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy now considers this case closed to CAPA.

Event description:
Asr revision, asr xl, left, reason(s) for revision: pain. Update added loosening (stem) and elevated cocr levels as reasons for revision. Additional reasons for revision have now made this complaint need further investigation so is no longer closed to CAPA. Update 29 jan 2015. Surgeon notes received that also state alval as a reason for revision. This makes the complaint no longer outside CAPA and in need of further investigation.

Event description:
Asr revision: asr xl, left. Reason(s) for revision: pain.